Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Erythema is defined as superficial reddening of the skin, usually in patches, that develops through dilatation of the arterioles closest to the surface of the skin. There can be multiple different presentations of erythema that can be caused by interaction with medicine, other infectious diseases, certain vaccines, or infection. It is believed, that infection could be a contributing factor with this erythema. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient has an erythema along incision, more severe at the angle. Surgeon advised usage of elocom on scar for 4 months. Attempts have been made and additional information on the reported event is unavailable at this time.